Event description:
The customer stated that insulin was leaking out of the bottom of the reservoir. The customer stated that she was changing her infusion set because her blood glucose was high and she noticed that the reservoir she had been using had leaked insulin into the insulin pump. The customer stated that insulin also leaked from the new reservoir she had put into the insulin pump. No further information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.